Manufacturer narrative:
One device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Incoming inspection and performance verification testing (pvt) was able to confirm the reported issue. The root cause of the issue was the latch lock sensor had malfunctioned and was not recognizing when it¿s locked. The sensor was replaced to solve the issue.b3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that during physical inspection it was found that the latch/lock sensor had malfunctioned. There was no patient involvement.